Event description:
The hosp reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta and two heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation details: the visual inspection shows that the plunger was depressed and the seal still loaded inside the deployment tube. The failure that the seal did not deploy is confirmed, based on how the seal was received. A lhr review was completed for the product, there was no nonconformance associated with the lot number.